Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial# (B)(6), product type recharger h3: analysis of the device found no anomalies were visually observed. Got poor recharge quality message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755, serial: (B)(6), product type: 0213-recharger. B3: event date is date valid . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. Caller is reporting the following: they have not been able to charge their implant (ins) fully since last thurs, where they think they got it up to 40% and then it depleted to 0% then charged up to 50% and then depleted. Since saturday, they have been stuck in the passive recharge mode attempting to charge for over 5 hrs. Pt shut off therapy on thurs/friday thinking that would allow them to charge up quicker. Caller stated that they have had no issues charging up their controller. Technical services (ts) had patient wipe down the contacts on the recharger (rtm) and check controller port. Retried recharging again and got into the passive recharge mode but pt was only seeing 100s on location screen, the middle number would change but the other numbers wouldn't change even off the ins. Pt stated ins is very prominent and all sides are easily palpated. Ts sent email to repair to order a replacement rtm. During troubleshooting ts asked caller about rtm or rtm cable heating up during recharging. Caller mentioned that rtm doesn't "heat up" or get warm like it used to. Given the reports by patient led along with rtm not getting warm during charging, led to deciding to replace the rtm. Closed case.